Event description:
It was reported that a proultra endo tip separated during its initial use. It is presumed that the separated piece was retrieved since the reporter indicated that the "doctor threw away the missing part."

Manufacturer narrative:
In this incident, a proultra tip #5 separated. Though the separated tip was retrieved and there is no indication that patient injury occurred, there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by dr). Therefore, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.